Manufacturer narrative:
Investigation summary no photos or samples were received for evaluation. The batch numbers provided: 4154804, 3298116, 0054508, 2150297, and 3212011 were all manufactured prior to the UDI requirements that mandated marking individual packaging with expiration date. These batches were all manufactured correctly per product design at that time. The most recent batch, #4154804, was expired as of 31 may 2019. The reported defect was not identified based on the product information provided and no corrective actions are necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 3ml ll w/ndl 25x1 rb was missing label information. This was discovered before use. The following information was provided by the initial reporter: material no. 309581 batch no. 3212011. It was reported that expiration date is missing from shelf carton.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/ndl 25x1 rb was missing label information. This was discovered before use. The following information was provided by the initial reporter: material no. 309581 batch no. 3212011. It was reported that expiration date is missing from shelf carton.